Event description:
A patient with an implantable neurostimulator (ins) reported charging the previous night and suddenly got a "pinging sensation" and needs to turn the ins off. Patient had difficulty connecting with the patient programmer, and was waiting for her son to get home and help. Technical services attempted to assist over the phone however the patient was insistent that she cannot do it and will wait. The patient stated she is "pinging all over" and the ins is set to 6.5-7. The patient stated she usually sleeps at .1. The patient stated that after removing the recharger the stimulation started hitting in her stomach and then her legs and it sometimes went down in intensity throughout the day but she could not sleep like this. The patient was unable to get an appointment to see her doctor and didn't want to go to the hospital. She states she does not know how to turn the system off. The patient called back later that day and asked for assistance turning the device off. She was successful, and no longer feels the stimulation. She also stated she had felt pulsation in her entire body and was shaking and had been up all night. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.